Event description:
Reportable based on device analysis completed on 06mar2015. It was reported that the coil became stuck in the hub of the catheter. A 3mm x 7mm vortx¿ - 35 was selected to treat the renal artery. During the procedure, outside the patient, it was noted that the coil was stuck in the hub of a non bsc catheter. The procedure was completed with a different device. No patient complication were reported. However, returned device analysis revealed that the coil fiber bundles was below the assigned specification.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The coil was found kinked and stretched upon visual inspection. There was blood present in the fiber bundles. A microscopic examination found the base zap tip and apex zap tip shapes and surfaces to be smooth. The number of fiber bundles recorded during product analysis was below specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: ¿in order to reduce the risk of complications, a continuous flow of appropriate flush solution should be maintained between a) the microcatheter and guiding catheter, and b) the microcatheter and any intraluminal device. Continuous flushing also reduces retrograde flow of blood into the microcatheter during coil delivery and reduces the potential for contrast crystal formation and/or clotting on both the guidewire and inside the microcatheter lumen." (B)(4).